Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient entered hospice care due to sudden chronic obstructive pulmonary disease and heart failure. The patient passed away twelve days later. The patient's spouse reported that they thought the device "should have done something when he died". The patient's spouse was provided the explanted device by the funeral home and noted that a few days later the device was alerting. Additional information related to the cause of death was requested and not received to date.